Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access balloon was used to treat the left arm swing point. Two more in.pact av access balloons were later used to treat the left arm. Approximately 23 months post index procedure patient suffered restenosis of outflow of left brachiobasilic arteriovenous fistula. Fistulogram confirmed significant outflow stenosis. Patient underwent angioplasty without drug-coated balloon. A stent graft was placed. Stenosis was resolved without complications. Patient recovered.